Event description:
The doctor claims that the entire graft was leaking. The graft was removed. There was no injury to the pt. The pt is doing well. A week later, co rec'd the following additional info: diagnosis was a thoracic aortic aneurysm (taa). Procedure was an aortic arch replacement. The graft was used for the cardiopulmonary bypass during the procedure and was removed following the procedure. The exact quantity of blood through the graft is unknown and appears, at this time, to be unattainable. Note: the use of this graft for cardiopulmonary bypass is out-of-indication for this product.